Manufacturer narrative:
Complainant did not send in the pads that were being used when the reported event occurred. Leads were discolored (corroded). Full functional test performed on all waveforms on all 4 channels and verified on the oscilloscope. No deficiencies found with device.

Event description:
Pt complained of skin burn after muscle stimulator therapy. Therapy was administered for 15 mins in hi-volt mode on channel 2. No further info is available.